Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed leakage of cerebrospinal fluid after a fusion procedure and a blood patch was performed to address the symptoms. It was noted that prior to implant the patient has a history of a fusion procedure and spinal fluid leak. The patient continues to be under supervision of a physician.